Event description:
Patient representative reported patient experienced "mental anguish and fear of alcl," "pain, enlarged lymph nodes, tightness in breasts," "and "other physical and emotional manifestations that are severe and ongoing." Patient representative additionally reported "significant scarring, significant post-operative pain following explantation, aggravation of underlying conditions including monoclonal b-cell lymphocytosis"; these events are not related to the device. Device has been explanted. This record is for the right side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes".